Manufacturer narrative:
UDI is not available at the time of filing. A medtronic representative went to the site to test the equipment. Testing revealed that the system performs as intended, but the representative re-installed the software. A registration was completed and the system was accurate. The system then passed the system checkout and was found to be fully functional. No devices or logs were returned to the manufacturer for analysis. Device manufacturing date is not available at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the surgeon feels inaccurate anterior by approximately 2-4 mm with all instruments in use. There was a less than 1--hour delay to the procedure and no impact on patient outcome.